Event description:
The customer stated there was no power when plugged into ac, the unit does not cycle and no display, no leds illuminated on front panel, verified power cord is good with 120vac present coming into unit. Measured 0 volts at ji on power management printed circuit board (pm pcb) indicating no voltage from power supply. The customer stated the unit has been sitting unused and not in use when issue was discovered. The remote service engineer (rse) advised the customer to replace power supply, and if the problem persists, replace ac inlet. The customer stated a power supply is on order and will replace when received.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.